Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mhm008 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached. It is unknown if another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received as a detached needle and a labeled winding former with a suture of product code y942, lot mhm008 for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance - performance pull off suture needle, is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.